Event description:
One final tightener stripped during surgery, the second was already stripped when opened.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection revealed that approximately 1mm to 2mm of the distal tip was damaged in the direction of tightening. This damage is consistent with a driver that was not fully seated but on axis during use. A review of the device history record (DHR) was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the distal tip becoming stripped cannot positively be determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may be that the driver was not fully seated in the setscrew during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.